Event description:
Pt alleges receiving implants on 8/17/83. Pt also alleges she noticed a lump in her breast in 11/95. She states she immediately visited her dr and he examined the breast, and noticed irregularities. She alleges, following a mammogram; a tear was found and photographed, displacement of gel was in the arm causing numbness and much discomfort. On 1/20/95 dr's report states pt's implants were removed, and loose gel was cleaned from breast cavity. Dr's report states pt had a completely ruptured right implant and an intact left implant. There was evidence of silicone granulomas throughout the right capsule. In addition, the dr's record states an almost total capsulectomy (right side) was then performed.